Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and found p1 transducer failed pressure test. No alarm was noted during testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for pressure problem has been associated with an electronic component failure. Factors which could have contributed to the failure include a defective pressure transducer. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl, the dyonics control unit pump pressure increased high. The procedure was completed without surgical delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).